Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: pt was on higher dosage of continuous levo drip. Pump repeatedly alarmed for air in line. Re-priming the line did not work. It takes at least a full minute for the pump to take the tubing out of the pump and to re-load it. Pt's bp reacts very quickly to any change in levo dosage, so I could not use this method. I had to get a new bag of med (which was already in the room) and start a new entire line. No injury reported.